Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a female patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1972, the patient began using super poligrip original and fixodent. On an unknown date, the patient experienced hyperzincemia, hypocupremia, extensive nerve damage resulting in numbness, burning sensation and tingling in legs, balance problems and walking difficulty which required braces to help ambulate. Fixodent was discontinued in 2010 and super poligrip was continued. According to the claim, the events were severe and permanent. Follow up information was received on (B)(4) 2010, via pharmacy records. On (B)(6) 2010, the patient was dispensed cupric sulfate solution. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2010, the patient complained of significant problems with her motor system in her lower legs over the last couple of years that seemed to be getting worse. He had flare ups where her legs would just give out. Most recently her foot had been dropping and she had been unable to use it on the left side. Past medical history included suspected neuropathy of some sort since 1995. Magnetic resonance imaging (MRI) of the brain showed worsening foci of the brain in the deep white matter, consistent with or suspicious for demyelinating disease. On (B)(6) 2010, the patient was seen in follow up for severe lower extremity neuropathy. Neurologist suspected at this time that it might be a profound copper deficiency secondary to denture paste wearing. The patient was still undergoing a workup and results were pending. On (B)(6) 2010, nerve conduction studies showed marked changes of motor neuropathy in the lower extremities. Upper extremities were spared. Marked axonal changes were seen in all motor nerves of the lower extremities. On (B)(6) 2011, the patient was taking copper supplements. On (B)(6) 2011, the patient was seen by neurology for follow up visit of myelopathy due to copper deficiency syndrome. The patient was originally seen on (B)(6) 2010, for a gait disorder with features of combined upper and motor neuron process and ataxia, suggestive of a posterior column disorder. The patient's copper level was less than 10 and the zinc level was high at 166. The patient was told to stop using her denture cream and begin taking an elemental copper supplement. The patient felt like she was doing a little better. The patient used bilateral ankle-fixation orthotics (afos). The patient still had profound foot drops and used a cane. On (B)(6) 2011, the patient noted some improvement in her energy and strength levels. Assessment included neuropathy with ataxic gait. On (B)(6) 2011, the patient was seen for a disability evaluation. The patient was considered totally disabled by the physician. The neuropathy still had no definitive diagnosis. There had been some suspicion as to multiple sclerosis (ms) versus copper and zinc poisoning. On (B)(6) 2011, the patient was seen by neurology and diagnosed with myelopathy secondary to copper deficiency with zinc toxicity. The patient presented with a gait disorder with features of combined upper and motor neuron process and ataxia, suggestive of a posterior column disorder. The patient had a normal magnetic resonance imaging (MRI) of the cervical spine and a MRI of the brain showing non-specific white matter disease. The patient's imaging findings were not characteristic of ms. After cessation of the zinc cream and replacement with elemental copper, the patient's levels came back to normal with a copper of 109 and zinc of 104. The patient remained disabled at this time as she could not ambulate without an assistive device for which she had to use her hands while standing or walking. On (B)(6) 2011, the patient had been approved for disability. The patient joined a class-action suit against the "fixodent company" for zinc toxicity. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).